Manufacturer narrative:
The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. The exact date of event is unknown. It was reported this issue occurred sometime between (B)(6) 2015.

Event description:
It was reported that the spo2 drops to 16%. There was no patient consequence or impact as a result of this issue. No other details were provided.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. Corrected data: updated model number and lot number.